Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pup was returned for analysis. During analysis, the reported issue was not able to be duplicated, however there were multiple error in the device's event log history which were related to customer reported problem. Service recommended reinstalling software and recharging up the board internal battery for over 200 hours for preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during use, a smiths medical cadd solis vip pump lost its library. No patient consequences were reported. No adverse effects were reported.